Manufacturer narrative:
.

Event description:
It was reported by the patient's spouse that the patient is deceased and that the device "did not shock" the patient and "nothing happened". The device remains in the patient. Additional information obtained from the clinic reported that no information related to the death was known and that the patient had been seen eleven days prior to death and no device system issues were present.

Manufacturer narrative:
Please reference: mw5060758.

Event description:
Additional information was received and reported that the patient had a "heart attack, defibrillator malfunctioned, defibrillator did not work." The patient is reported to have died of a heart attack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.